Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: health code: 2144 - vomiting instead of 4582 - no clinical signs, symptoms or conditions.

Event description:
Related manufacturer reference number 3006705815-2023-08384. It was reported that the patient was under anesthesia, the patient began to vomit prior to implantation. As such, the procedure was abandoned.